Event description:
The device was used during a thoracic procedure, the staple line was formed correctly and there were no leaks. The surgeon thinks the pressure of the heart once pumping again may have caused the staples to open 36 hours post operatively. The patient was taken back to surgery and the staple line was over sewn. The patient is recovering well. There are no other patient consequences.